Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, belt unable to connect) has been confirmed. Upon investigation, the monitor's electrode belt receptacle was damaged and a belt was unable to be connected. Additionally, there was corrosion in the battery connector which caused intermittent connection with the battery. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.